Event description:
The doctor inserted the peritoneal catheter of the unitized shunt system, then attempted to insert the ventricular catheter. He was not able to use the ventricular catheter passer and unable to check if he was in the ventricles. No cerebrospinal fluid was visible. Instead, he opened another two kits to complete the case (ventricular catheter and valve connected to peritoneal catheter).